Event description:
The customer reported that an 840 ventilator had an erratic screen. The customer reported to have reseated the gui display cables. No parts were replaced. Covidien was not authorized to repair the unit.